Manufacturer narrative:
When the product was received at the manufacturer, the handpiece had already been taken apart, so because of this compromise, an evaluation could not be conducted. Therefore, the reported condition of the device leaking during usage could not be confirmed. Service performed a clean, lube, and adjust on the device.

Event description:
It was reported that the drill began leaking a brownish substance prior to the start of an oral surgery. There was no patient involvement or any user injury. The planned procedure was completed successfully.